Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device would not advance or retract after wire removal. It was unable to pull back enough to re-access the wire port. With attempting to manipulate the device, the black rubber sheath separated from the distal metal portion of the device/handle and separated in the patient. The sheath was upsized to a 6f sheath and the procedure was completed. A surgical intervention was performed to remove the separated portion of the device and achieve hemostasis. There was a reported clinically significant delay. No additional information was provided. User facility medwatch report received that states: [pt underwent tavr, procedure completed. At the end of the procedure, the perclose was being used to obtain hemostasis. After inserting the perclose closure device in the left femoral artery, the device would not advance or retract after wire removal. The provider was unable to pull back enough to re-access the wire port. When attempting to manipulate the perclose, the handle separated from the rubber vessel lumen. Leaving the rubber vessel retained in the pt. The provide did an immediate cutdown to obtain the retrained portion of the perclose. ]

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide and foot separations were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device would not advance or retract after wire removal. It was unable to pull back enough to re-access the wire port. With attempting to manipulate the device, the black rubber sheath separated from the distal metal portion of the device/handle and separated in the patient. The sheath was upsized to a 6f sheath and the procedure was completed. A surgical intervention was performed to remove the separated portion of the device and achieve hemostasis. There was a reported clinically significant delay. User facility medwatch report received that states: [pt underwent tavr, procedure completed. At the end of the procedure, the perclose was being used to obtain hemostasis. After inserting the perclose closure device in the left femoral artery, the device would not advance or retract after wire removal. The provider was unable to pull back enough to re-access the wire port. When attempting to manipulate the perclose, the handle separated from the rubber vessel lumen. Leaving the rubber vessel retained in the pt. The provider did an immediate cutdown to obtain the retained portion of the perclose. ] subsequent to the initially filed MDR report, the account provided the user facility medwatch number mw5119974. Additionally, device analysis noted the following: a posterior foot break not returned was found during evaluation of the returned device. Follow-up with the account confirmed that the posterior foot did separate during the procedure and was retrieved via surgical intervention and was ultimately discarded. Fluoroscopy imaging was performed to ensure nothing further was left in the anatomy.